Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited low pacing impedance and noise oversensing following cardioversion due to atrial fibrillation. The lead was capped and replaced on (B)(6) 2022. The patient was stable.